Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 01-mar-2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week from the event date 01-mar-2026 in the pump history file and found 1 lostsensor1alert (780) on (B)(6) 2026, and 5 nodelivery (7) alarms on (B)(6) 2026 ((during bolus/basal). The pump properly paired with the guardian link 4 transmitter. No communication anomaly or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. On a related (B)(4), perform the history review 2 days from the event date 07-feb-2026 in the pump history file and found 3 sensorerroralert (801) on (B)(6) 2026, 2 sensorerroralert (801) on (B)(6) 2026, 2 lostsensor1alert (780) on (B)(6) 2026, and 8 nodelivery (7) alarms on (B)(6) 2026 (during bolus/basal), the pump properly paired with the guardian link 4 transmitter. No communication anomaly, lost sensor alert or sensor error alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported insulin flow block. The customer reported blood glucose value of 268 mg/dl. The customer reported hyperglycemia treated with pump and injection. The event involved product(s) mmt-431ag, mmt-342g, mmt-7040a and mmt-1884.. Troubleshooting was performed for high blood glucose and the customer has been using the insulin pump system within 48 hours of reported event and customer was using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for damage and found that the functionality of the pump was affected due to the damage and prone to moisture damage. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional's instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-342g. No product return is required for mmt-431ag. No product return is required for mmt-7040a.